Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 26-aug-2025 the user reported an occlusion alert (alert 35) on the ilet. No additional information, blood glucose values, or health effects were obtained. No further details were provided, and follow-up attempts were unsuccessful.